Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: 20-mar-2025, UDI#: (B)(4), product analysis: both of the devices associated with the event were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient¿s annulus measured 8 1.8mmm with left ventricular outflow tract of 88.8mm. During the implant, multiple deployments and recaptures were performed. It was noted the valve kept dislodging into the ventricle. Subsequently, the patient¿s blood pressure (bp) dropped with multiple rapid pacing runs. However, the patient¿s bp remained low. Cardiopulmonary resuscitation was initiated which lasted approximately one minute. The valve was withdrawn from the patient. It was noted the patient recovered and the procedure was aborted at this time. The patient was intubated and transferred to intensive care unit for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: d10. The original information indicated that the valve was reported as a concomitant product/relevant device to this reportable event. The incoming information indicates that there is no allegation against the valve. There is no evidence to suggest that the valve caused or contributed to a death or serious injury. The valve no longer meets reportability criteria. B2. H6. Additional codes: annex g chassis/frame code was removed. Annex f life threatening illness or injury code was added. Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a non-medtronic guidewire was used and a pre-implant balloon aortic valvuloplasty was not performed. Significant annular and left ventricular outflow tract flaring of the patient¿s native anatomy contributed to the dislodge, and the catheter would not sit properly on the non-coronary cusp. Therefore, the catheter was placed on the right coronary cusp. At 80% deployment, the valve was recaptured and re-deployed 5 times due to the valve sitting too deep or too shallow in relation to the target implant depth. Additionally, it was reported that there was no difficulty recapturing the valve. A discussion was made to prep a new valve and dcs, but the physician decided to abort the procedure at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. The reported event indicates that the valve was recaptured five times due to sub-optimal positioning. Recapturing is a feature of the evolut fx system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that the valve was recaptured and re-deployed 5 times. The evolut fx system instructions for use (IFU) states ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ this indicates off-label use. It was reported that during the deployment attempts, the valve kept dislodging into the ventricle. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that significant annular and left ventricular outflow tract flaring of the patient¿s native anatomy contributed to the dislodgement. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.